Manufacturer narrative:
Device evaluation by manufacturer: the athletis device was returned for analysis. A visual examination identified that the balloon was not folded which is an indication that the balloon had been subjected to positive pressure. The balloon was inflated and a pinhole leak was noted 4mm distal of the distal markerband. The recommended introducer/guide sheath size for this device as per specification is minimum 6fr. The sheath used by the customer was not returned for analysis. The investigator was unable to insert the device through the introducer sheath, as was unable to apply a vacuum due to the pinhole leak. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 10jul2025. It was reported that the device was unable to cross the sheath. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified brachiocephalic vein. A 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. However, the device was unable to cross the 6f non-boston scientific sheath. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event. However, returned device analysis revealed a pinhole leak was noted 4mm distal of the distal markerband.